Manufacturer narrative:
Visual inspections were performed on the returned device. The observations are consistent with a needle to cuff miss. Reportedly, the operator did not deploy the foot (step 1) and instead depressed the plunger (step 2). The reported instructions for use (IFU) deviation is not a failure mode and cannot be tested. It should be noted that the prostyle IFU states: step 1: advance device and lift lever to open foot. The deviation did not contribute to the noted needle to cuff miss and foot separation as the plunger cannot be pressed without lifting the lever. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A query of the complaint handling database was not performed because a failure mode was not reported. The noted needle to cuff miss and foot separation and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prosyle device after an interventional peripheral procedure using a 6f sheath. Reportedly, there was a user error. The operator did not deploy the foot (step 1) and instead depressed the plunger (step 2). The device was successfully removed. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.